Event description:
It was reported that during an initial implant procedure on (B)(6) 2024, the physician encountered difficulties implanting the right ventricular (rv) lead due to the helix being bent. There were no consequences to the patient. The rv lead was not installed, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: "no" was selected in section d9.